Event description:
Pt status post mva with head injury. Pt had an external ventricular drain (evd) to monitor their intracranial pressure (icp). Their initial icp was 11 mm/hg. Approx 2 hours later, pt had a dramatic rise in their icp (as high as 120 mm/hg) along with changes in heart rate and blood pressure. The nurse re-zeroed the line but the numbers remained elevated. Staff worked to treat the high icp but were unable to bring it down. A brain flow study was completed to determine brain death, but the flow results showed normal blood flow. Staff again directed attention to the equipment. The transducer to the icp line was changed and the icp showed 11mm/hg.